Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first fire at the atrium of the stomach, the reload did not fire. Another one was used to complete the case. There was no patient injury.